Event description:
It was reported that a portion of the ventral surface of the vertebral body spacer cracked off during implantation. The remaining portion of the implant remains implanted within the patient. No additional patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.